Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was in 120-180 mg/dl range.